Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and got multiple codes ee55 and ee58 codes on the patient side. Error codes solved replacing the ac mains board ul507 subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the 3t heater cooler displayed error pump 1 is blocked (too slow, e07) and pumps were grinding. There is no report of any patient injury.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service intervention, the most likely root cause has been assigned to a defective board, preventing the pump to start. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.